Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following an uneventful right ventricular (rv) lead placement, but prior to pocket closure, noise and high out of range pacing impedances were exhibited, both with the psa and with the associated device connected. Several lead repositionings were attempts but failed to return suitable measurements. As such, the physician elected to remove the rv lead and replaced with another of the same model type. Second lead was placed in absence of adverse patient effects and with favorable system measurements. The attempted implant lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the helix was retracted and blood/bodily fluid was present in the helix housing. Resistance testing found the lead was not electrically continuous. An x-ray of the lead showed the inner conductor coil was fractured near the distal end of the terminal pin. Destructive analysis of the lead noted both the conductor coil and the insulation immediately surrounding it were twisted near the area of the fracture. Based on the findings, it was concluded the lead became fractured during attempts to retract the helix. Analysis found the noise and out of range measurements were due to the lead having become fractured, likely during attempts to retract the helix.